Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead triggered an alert for high pacing impedance. The rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event. It was further reported that there was a connection issue. The pocket was reopened and the rv lead was screwed into the header of the implantable cardioverter defibrillator (ICD). The rv lead and ICD remain in use.